Event description:
A customer contacted baxter's technical service center to report receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 6 of 8. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm by turning the hc off / on. The hp will finish with manuals. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she was not aware of this event, however, the patient has been seen since and is doing fine. The nurse stated that the patient resumed therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Manufacturer narrative:
(B)(4). This report for a system error 2240 was not confirmed due to unavailable sample, therefore, the root cause could not be determined. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).